Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilators touchscreen is non-responsive. No patient involvement.

Manufacturer narrative:
Device evaluation update: g6, h2, h6 and h11. The original complaint of non-responsive touchscreen could not be confirmed by a log file entry, there is no associated alarm. However, the lack of any user interface touchscreen entries during the stated period of the complaint, and the submitted video displaying the lack of touchscreen response is cause to consider this complaint valid.

Event description:
Additional information received indicates that the customer sent over log files for further investigation.